Event description:
Senseonics was made aware of an incident where the user complained of a false hyperglycemia event. The patient reported that on (B)(6) 2023 between 2 am and 3 am, the sensor glucose (sg) reading went above the high glucose alert threshold. The sg value was 258 mg/dl where as the blood glucose (bg) measurement showed 135 mg/dl. The high glucose alert threshold was set at 200 mg/dl. The patient need not require any treatment of remedial measure because the bg was within normal glucose range.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The preliminary investigation was performed on the user synced glucose data on data management system (dms), which is an eversense cloud platform. The preliminary investigation analysis did not confirm the customer complaint as the customer did not enter the reported blood glucose (bg) value into the system. Furthermore, the customer decided to stop using the system due to unsatisfying experience. Thus, a return material authorization (RMA) was issued to bring back the sensor and the transmitter for further investigation. The log file from the returned transmitter was downloaded and analyzed which revealed that high glucose alarm threshold was set to 330 mg/dl at the time of incident. The sensor glucose (sg) of 258 mg/dl at the time of incident did not trigger the alert because the threshold was too high. The high glucose alarm threshold was later changed to 200 mg/dl as per the log file analysis. In addition, the calibration data showed accurate measures before and after the event, and no anomalies were seen in the in-vivo data after insertion, with some occasional differences due to lag and possibly due to calibration during rapid glucose changes. The investigation of the returned sensor did not reveal any performance malfunction as it passed all the functional tests. The most probable root cause of the missed hyperglycemia / high glucose alert event can be attributed to the alarm settings. This is evident from the fact that the customer lowered the high glucose threshold after the event. No further investigation was found necessary for this complaint.